Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck in motor error alarm loop during bolus delivery and motor encoder position error alarm confirmed in the history file. The motor was tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated the low readings with food. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that they were able to rewind the pump. The customer stated that there was a motor position encoder error in the alarm history. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.